Event description:
It was reported that "???","no readings", "sensor error", "brief sensor issue" or hourglass occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a hypoglycemic event. The emergency services were called, and the patient was treated with intravenous glucose. It could not be confirmed if the patient recovered after treatment from the paramedics, or if the patient required more treatment at the hospital, but at the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.